Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (r-unit) broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image issues were due to the r-unit found broken; hence it caused stripes on images. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device did not transmit image and that very occasionally a fraction of an image appeared only to drop out again during the set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.